Manufacturer narrative:
Clinical evaluation: 2 years after primary cemented tka, a revision is required mainly because of a cyst developed at the lateral femoral condyle and an opportunity to improve femoral rotation. No relation to a faulty device. Batch review performed on 007.02.2020: lot 146565: (B)(4) items manufactured and released on 24-oct-2014. Expiration date: 2019-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2016.

Event description:
Revision surgery performed after 2 years and 2 months after the primary due to patella pain and femoral component rotation and posterior-lateral condyle defect due to a cyst (the cyst didn't cause the rotation). All implants were revised.